Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case, with patient identifier (B)(6) (serial number (B)(4)), is related to case with patient identifier (B)(6) (serial number (B)(4)).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 70 mg/dl and 157 mg/dl. The results were taken with meters with serial numbers (B)(4); the patient could not recall which test result belonged to which meter. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.